Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged previously. This was the second time ra lead dislodged. It was decided to explant and replace. No patient complications have been reported as a result of this event.